Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unknown when non-union occurred. This report is for one (1) unknown clavicle plate. Device is unavailable for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a clavicle revision surgery occurred on (B)(6) 2016 due to nonunion. It is unknown how or when the non-union was identified. The original implant date is unknown. One (1) unknown clavicle plate and seven (7) unknown screws were removed intact. No surgical delay or additional medical intervention was reported. The patient was revised to a 3.5mm limited contact dynamic compression (lc-dcp) 8 hole plate. Surgery was completed successfully. Patient status is unknown. This report is for one (1) unknown clavicle plate. This is report 1 of 2 for (B)(4).